Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the it was observed that the device would not run, the trigger was jammed and had a sticky substance on it, there was also an unknown sticky substance on the electronic control unit (ecu) and the gear components had a liquid substance and debris on them. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during post-surgery, it was observed that the battery reamer device had no power. During in-house engineering evaluation, it was determined that the trigger on the device was jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.